Event description:
Caller reported experiencing intermittent occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. The customer addressed the issue by either changing the cartridge or changing the cartridge and infusion set and continued with insulin use.